Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073779.

Event description:
It was reported that following an implant procedure the patient was experiencing severe pain and hematoma had developed at the thoracic area as revealed through MRI. The physician believed that it was procedure related. The patient underwent a hematoma extraction and was doing well after the procedure.